Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that oversensing and noise were observed with the patient's right ventricular (rv) lead. The physician has chosen to monitor the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.